Manufacturer narrative:
(B)(6). The customer reported through the emergency support program that the cardiosave intra aortic balloon pump (iabp) entered rescue mode and was not charging after it was accidentally dislodged from the hospital cart. The nurse contacted support for assistance with restoring charging to the console. She indicated that the patient had been supported by the balloon pump for over 40 days without prior issues and explained that the console became dislodged while she was changing the helium tank. Following guidance from emergency support program personnel, the nurse re engaged the console securely into the hospital cart, which restored normal charging and returned the pump to hybrid mode. No patient harm or injury was reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) was on rescue mode and was not charging after being dislodged from hospital cart. Nurse called all requesting assistance with charging the cardiosave console. Nurse reported that her patient has been on this balloon pump for over 40 days without issues. She stated that while changing the helium tank, the pump is accidentally dislodged from the hospital cart. The console now displays rescue and is no longer charging. Esp personnel walk her through re engaging the pump into the hospital cart, after which normal charging is restored, and the pump returns to hybrid mode. No harm or injury to the patient was reported.